Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
The physician tried to post dilate a stent in a highly calcified vessel and took the powercross balloon to 12 atms when it burst. The physician could not remove the balloon from inside the stent. The patient was transferred to a different facility in stable condition. There, the physician made several unsuccessful attempts to retrieve the balloon. The patient was sent to the surgical suite for a bypass graft. The balloon was left in the patient. The patient was subsequently discharged on (B)(6) 2011.